Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During preparation for use of the device for an endoscopic vein harvesting procedure, the user reported that upon opening the package, the package slit down to the adhesive. An alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.